Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functional testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, components l702, l703, u727, and esd700 (esd protection diode array) on the distribution node pca were thermally damaged. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt failed incoming functional testing.